Event description:
Customer reportedly obtained a result of >8.0 inr on device using strip lot 386a-b7 while a lab comparison returned as >3.0 inr (exact result not provided). No action was taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.